Event description:
Patient's oxygen concentration had some powder coming out of it. Patient is sustaining breathing problems. Unknown if patient is going for medical treatment.

Manufacturer narrative:
Investigation is ongoing. More patient information will be obtained to determine if patient required medical care, etc. In addition, a review to determine if other device had similar failures. Upon completion of the findings, a follow-up will be added to complete the MDR.